Event description:
Medtronic pacemaker/debrillator device and rv (right ventricular) lead x 1 removed. Patient complaint per h and p (history and physical exam) of "inappropriate shock x 2 at home while in swimming pool/ dysfunctional device.